Manufacturer narrative:
The device(s) is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A nurse reported patient's experiencing infections, following port removal the name or type of port was not provided. It was noted that the ports were not removed because of infection. The account has stopped using angiodynamics port due to these events. Despite multiple good faith effort attempts, no further details were provided.

Manufacturer narrative:
The customer's reported complaint description of the patient infection cannot be confirmed due to the patient centric nature of the serious adverse event (sae). No port poduct was returned to angiodynamics for evaluation since there was no reported port device malfunction or performance issue, just patient sae of infection post explant procedure. Infection is cautioned in angiodynamics' port dfu (e.g. Smartport, bioflo vortex port) as potential complication for an implanted port system. No device history record (DHR) review could be performed since there was no reported lot number and device packaged good item number and brand of port are also unknown. Labeling review: n/a - a review of device directions for use cannot be performed since packaged good item number and brand of port are unknown. Infection is cautioned in the angiodynamics' directions for use (dfu, e.g. Smartport, bioflo vortex port) as potential complication for an implanted port system. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).